Manufacturer narrative:
The patient's gi bleeding is reported under medwatch MFR report # 2916596-2015-00382 and the patient's stroke is reported under medwatch MFR report # 2916596-2013-01024. The information was received from maude foi reports, mw5057270 and mw5057060. Approximate age of device ¿ 3 years. (B)(4). A correlation between the device and the reported event could not be conclusively determined. Sepsis, infection, stroke, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient's spouse reported that after being hospitalized 8 weeks following the implant procedure, the patient began to experience gastrointestinal bleeding approximately one month post discharge. The gastrointestinal bleeding reportedly continued throughout the 3 years the patient remained on lvad support. Consequently, the patient was regularly anemic and required many endoscopes and frequent transfusions, almost once per week. Anticoagulation was temporarily discontinued and the patient suffered a stroke. It was also reported that the patient contracted a deadly infection at his driveline exit site leading to sepsis and ultimately his death. The patient expired on (B)(6) 2015. Information from maude foi report, mw5057270: report date: 10/16/2015. Event description: thoratec heartmate ii was implanted 2012. Gastri-intentional bleeding began almost immediately. When blood thinners were discontinued for 10 days my husband suffered a stroke. After that he continued to suffer bleeding for two more years. He endured many "scopes" which would correct the problem but only temporarily. He required transfusions almost weekly. He developed a driveline infection in of this year which led to sepsis and ultimately his death. I believe his body was weakened by the anemia which inhibited his ability to fight off the infection. I believe the heartmate ii is flawed and should not be recommended as a destination therapy. At the very least, physicians should do a better job of explaining the inherent risks of the device. Information from maude foi report, mw5057060: event date: (B)(6) 2015. Report date: 10/15/2015. Event description: reporter said heartmate device was recommended for her husband for congestive heart failure which was implanted on 2012. This was defective. Post implant the patient (husband) had continuous gastrointestinal bleeding for three years, which required weekly blood transfusion. On top of that in 2013 he suffered a stroke. On 2015 he was hospitalized due to infection at the site of the implant. The infection led to sepsis and he passed away on 2015.